Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer reported either longer blood fill time or readings issues. Specifically, the customer reported they received a lower than feels reading of 48mg/dl on (B)(6) 2010 at 1115am and experienced symptoms of "headaches, dizziness, tiredness, frequent urination and sleeping pattern was off". Customer further reported he had experienced these symptoms for the past "3 months". The customer reportedly was seen by a doctor, diagnosed with hyperglycemia however, the customer denied self-treatment and no third party medical intervention was reportedly rendered. There was no report of serious injury, death or permanent impairment associated with this complaint.

Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.